Manufacturer narrative:
Model number/catalog number: sc-2208-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patient was experiencing increase pain. The patient underwent an explant procedure.